Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic gastric bypass, when closing mesenteric window 2 sutures fell of from the point of attachment in the device. A third reload was used to complete the case, the same handle was used throughout the procedure. There is no patient harm.

Manufacturer narrative:
Evaluation summary: the product sample or additional supporting materials from the account was not available for this incident. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Without the physical product, a definitive root cause could not be identified. Post market vigilance will continue to monitor this condition for future potential action. If information is provided in the future, a supplemental report will be issued.